Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07660 and 2134265-2015-07657. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross coronary imaging catheter and a sled. During procedure, it was noted that during an auto pullback the mdu5 plus experienced an unspecified error message and the account could not perform the pull back. Initial reporter stated the mdu5 plus had issues with the sled and the mdu5 plus would not recognize. No patient complications were reported and the patient's condition was okay.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. The problem could be reproduced as indicated in the original complaint. The error-motor drive clutch engaged- occurred very intermittently during pullback test. The unit failed the functional test. The most probable root cause of the failure is a defective clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07660 and 2134265-2015-07657. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross coronary imaging catheter and a sled. During procedure, it was noted that during an auto pullback the mdu5 plus experienced an unspecified error message and the account could not perform the pull back. Initial reporter stated the mdu5 plus had issues with the sled and the mdu5 plus would not recognize. No patient complications were reported and the patient's condition was okay.